Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The customer¿s blood glucose level was 165 mg/dl. The customer reported that they had frozen display and replaced the battery, but still frozen display. The customer reported that all buttons were still not responding. The customer reported that the time clock was advancing but then the screen was not moving at all. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test. No anomaly display was noted.